Event description:
On (B)(6) 2025, the user reported that the ilet screen would unlock but was otherwise unresponsive. The user confirmed the screen was cracked after the pump was dropped sometime between the prior evening and that day. No injuries occurred. A replacement ilet was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.